Event description:
No adverse event. Umbilical venous line catheter was in place at 7cm mark from placement per x-ray. Nnp attempting umbilical arterial catheter placement. Nnp noted that line appeared to be cut or broken. Nurse took scissors and cut suture holding line to skin while nnp held upper part of the line, nurse cut suture from skin. When nnp pulled the uvc, 1-5cm missing. Md to the unit and used fluoroscopy, retrieved the 1-5cm of uvc line. New line placed under sterile conditions. Both pieces of the broken/cut line sent to MFR.